Event description:
It was reported that the battery charger has melted (specific date not reported). A new replacement battery charger was sent to the patient. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 04, 2024.